Manufacturer narrative:
Update 01/04/2016: during follow up with tandem clinical diabetes specialist (cds), the contact reported that the customer is fine with a change of new supplies. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling multiple times. Reportedly, the customer stated that possibly there was a leak from where the tubing is connected to the clip at the end that attaches to the infusion site. The customer's blood glucose level was over 600 mg/dl with severe ketones. Reportedly, the customer stated that the issue caused heart burn. The customer administered a manual injection.